Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with an external flash error. The patient's blood glucose at the time of incident is unknown mg/dl. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. Unable to verify other error alarms due to the blank display. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.